Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/20/2021. H.6. Investigation: the batch history analysis was performed, quality notifications and maintenance records where no records potentially related to the occurrence were found. Photos and samples of this complaint were received where it was possible to observe foreign matter in the plunger. Foreign matter embedded in the rod related to the incident, is related to material from the raw material itself when the machine has a superheating and degrades the raw material which ends up generating black paint similar to that presented in the sample, for being encrusted in the wall of the cylinder there is no risk that it will detach. Based on the incident in question was analyzed the history of the batch. We inform that specifically for foreign matter, visual inspections of the packed product are performed according to the control plan, validated with the acceptable quality level 0.25% (nqa) with the frequency of 2 hours and always analyzing 1 cycle of the machine.

Event description:
It was reported that oralpak 10ml blue hospital had foreign matter inside the syringe. The following information was provided by the initial reporter: in the review of retention samples by the quality assurance analyst, 1 unit with a foreign particle inside the syringe is evidenced in the finished product code 143908 macrodantin inf susp120mlmex lot g0669a.

Manufacturer narrative:
H.6. Investigation: DHR's were performed for potential lot#'s. Quality notifications were verified, maintenance records and no deviation was found for this lot. Photo of the syringe were available for analysis in which it was possible to confirm the defect of foreign matter burn plastic. The defect was found in the plunger rod component that presented degraded material and is related to burn resin inside the injection cylinder of the press. See h.10

Event description:
It was reported that oralpak 10ml blue hospital had foreign matter inside the syringe. The following information was provided by the initial reporter: in the review of retention samples by the quality assurance analyst, 1 unit with a foreign particle inside the syringe is evidenced in the finished product code 143908 macrodantin inf susp120mlmex lot g0669a.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that oralpak 10ml blue hospital had foreign matter inside the syringe. The following information was provided by the initial reporter: in the review of retention samples by the quality assurance analyst, 1 unit with a foreign particle inside the syringe is evidenced in the finished product code 143908 macrodantin inf susp120mlmex lot g0669a.